Manufacturer narrative:
Method: visual inspection, device history review, complaint history, risk assessment; result: the device was confirmed to have a fractured draw rod upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the possible root causes of the reported event are normal wear and tear or instrument and multiple directional forces applied onto the knob.

Event description:
It was reported that; there was kinked the tip of the inner cage when attempted to remove the inner cage from the expander after inserted cage. Then removed the expander, however there was remained the slim part of inner cage in patient. So it was removed the part out of patient body by manually. No adverse consequences.

Event description:
It was reported that; there was kinked the tip of the inner cage when attempted to remove the inner cage from the expander after inserted cage. Then removed the expander, however there was remained the slim part of inner cage in patient. So it was removed the part out of patient body by manually. No adverse consequences.